Event description:
The pt had a diagnostic angiogram via the right common femoral artery. Six days later, an angio-seal was used to seal the arteriotomy site post percutaneous intervention procedure. The pt was discharged the next day. Two days later, the pt experienced swelling and pain in the right groin, was febrile and sweating. The pt was re-admitted to the hosp, antibiotics were given, a swab of the wound site was taken and an ultrasound performed. The ultrasound revealed no pseudoaneurysm or hematoma, and the skin site swab revealed the presence of normal skin bacteria only. Six days later, the senior nurse noted a 5 centimeter (cm) hard edematous area around the puncture site and non-putrid oozing. The pt developed a rash on their back, believed to be caused by a reaction to the antibiotics. The antibiotics were changed and instructions were given to review the site daily for two weeks. The pt was to be discharged with oral antibiotics if the pt's condition remains unchanged. Reportedly, the pt was recovering .

Manufacturer narrative:
A product was not returned for analysis. A search device history record could not be performed because the lot number was not available. Based on the info, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) also state if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. It should be noted that at the time of this event, the user had not been certified on proper deployment techniques for the angio-seal device. The angio-seal device instruction for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hrs and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.